Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate electric shock due to oversensing of noise. Technical services (ts) reviewed device episode data and found that the signal amplitude had reduced since implant which caused the smart pass feature to become disabled. X-rays were recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate electric shock due to oversensing of noise. Technical services (ts) reviewed device episode data and found that the signal amplitude had reduced since implant which caused the smart pass feature to become disabled. X-rays were recommended. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, the patient was brought into the clinic for further testing. Upon isometrics, noise was reproducible on all vectors. The patient experienced pain when palpitating the pocket. It was noted that the patient was overweight and had lost seven pounds since implant. Ts advised an x-ray. No additional adverse patient effects were reported.